Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that have experienced difficulty breathing ever since their device was interrogated earlier in the year. Follow-up with the clinic revealed that the patient has not yet been seen for a device check. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.